Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for patient 1 of 4, whose poly insert dislocated from the metal liner. As reported by surgeon to r&d: "four (revisions of mdm liners/ adm shells and inserts due to dislocation) that I know of, two with imaging..." Imaging for one patient was attached showing a poly insert attached to a femoral head/ stem, with a notch in the stem.